Event description:
A caller reported an issue with their pump, where the screen's backlight was functional but the display remained black, affecting their ability to interact with the device. There was no adverse impact on the customer¿s blood glucose levels. The customer reverted to manual injections for insulin therapy.